Event description:
It was reported to philips that the system displayed: "low disk space" error. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency treatment procedure continued when the issue happened, and procedure was delayed by less than 20 minutes and was completed after restarting the system. The philips remote service engineer (rse) connected with the customer and examined the system remotely and found the reported malfunction. During the onsite troubleshooting, the field service engineer discovered several cooling errors. The drip pan had oil, with residue on the radiator, and the pressure gauge showed 4000 hpa. To resolve the problem, fse proceeded to clean the oil, replace the cooling unit, and returned it to philips for further analysis and it found an oil leak from the deaerator hose, due to wear and tear. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not affect the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred, but procedure was successfully completed by restarting the system. If a loss of live image occurs during a procedure, a restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.